Event description:
It was reported by a dr that after performing treatment, a patient developed skin burn. The customer had no information on settings, area of treatment or skin type. Permanent impairment (i.e. Scarring) was not reported. This incident is being reported because serious injury could result due to the increased energy output (20%).

Manufacturer narrative:
A candela field service representative was able to evaluate the unit. The following corrective actions were taken: replaced cpu I/o board for test, replaced cryogen canister x 15, removed and replaced the cal port detector and performed calibration. It was concluded that the cal port and detector integrator capacitor and peak and hold capacitors effected by the soldering process leads to the higher than expected energy. The delivery of higher than expected energy leads to skin burns.